Event description:
Customer reports performing back to back tests on the compact system with results of 299mg/dl and 102mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: bayer aspirin 350 mg - once daily, 12 years.